Manufacturer narrative:
Reported event: the reported device, 3.2mm x 140mm bone pin, was noticed to have fractured when placing the bone pin. The case completed successfully. The bone pin was discarded by the hospital. Device evaluation and results: not performed as the device was not returned for evaluation. Complaint history review: a review of complaints in stryker's database related to p/n 143140, lot number w46872 shows no additional complaints related to the failure in this investigation. Conclusions: the failure was confirmed without the evaluation of the returned device. A review of stryker¿s nc/CAPA database indicated there has been one CAPA associated with the product and failure mode reported in this event. The CAPA completed in the catsweb system is CAPA (B)(4). Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned for evaluation.

Event description:
3.2 x 140 bone pin sheared at the tip when dr. (B)(6) was placing it for the case update 5/18/2017: per (B)(6): "patient info: female, I do not have access to the rest of the patient info; tracking # n/a hospital discarded bone pin; case type: tka; procedure was completed successfully"

Manufacturer narrative:
A second supplemental report is being submitted to correct the "type of reportable even" from malfunction to serious injury. The device was not returned for evaluation.

Event description:
3.2 x 140 bone pin sheared at the tip when dr. Murphy was placing it for the case update 5/18/2017: per (B)(6): "patient info: female, I do not have access to the rest of the patient info; tracking # n/a hospital discarded bone pin; case type: tka; procedure was completed successfully".

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The 3.2 x 140 bone pin sheared at the tip when dr. (B)(6) was placing it for the case. Update 5/18/2017: per (B)(6): "patient info: female, I do not have access to the rest of the patient info; tracking # n/a hospital discarded bone pin; case type: tka; procedure was completed successfully."